Manufacturer narrative:
H3: product analysis of attachment(mr8-aa15dk) with serial number-(B)(6): evaluation determined that the device was tested overheating and the maximum temperature was measured to be >109°f. The likely cause was identified as the inner rings of bearings are stuck. It was also noted engraving stamp deterioration. Product analysis of tool (product ID: mr8-15ba50d, serial/lot #: (B)(6): evaluation determined that the tool could not be inserted. The likely cause of the failure was identified as due to the inner rings of bearings are stuck. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-15ba50d, serial/lot #: (B)(6), ubd: 09-dec-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the posterior decompression procedure, the bearing got stuck in the tool and could not be removed. It was reported that there was no health hazards. It was also reported that there was no intervention performed. The procedure was completed with backup product(s).